Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that audible alert tones were heard and the right ventricular (rv) lead was found to have high impedance with possible fracture. It was noted that there was a previous history of rv coil and superior vena cava (svc) coil impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, a lead impedance out of range alert triggered, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib and svc defib lead impedance warnings occurred on 16/oct/2014 for lead impedance greater than 200 ohms. Rv defib lead impedance was 254 ohms on 22/sep/2014. Svc defib lead impedance was 254 ohms on 29/sep/2014.